Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock in addition to storage of an untreated episode. It was noted that the patient was exercising at the time. Technical services (ts) discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock in addition to storage of an untreated episode. It was noted that the patient was exercising at the time. Technical services (ts) discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen for exercise stress testing (est). Consistent t-wave oversensing was noted in secondary sensing vector at peak exercise and alternate sensing vector had poor p, r and t wave ratios at rest, however, looked ok during exercise. Alternate sensing vector also had evidence of st elevation. It was noted the patient had brugada syndrome. The device was left programmed to primary sensing vector and programming changes were made for optimization. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.